Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out). As a result, the balloons would not remain inflated. The surgeon tried to push the black valve down and it kept popped out. After total three kits were opened with the same issue, the surgeon converted the procedure to open leg. The hospital did not report any further pt complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. Based on these findings, the reported complaint is confirmed. (B) (4).